Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that ten days post implant of this right ventricular (rv) lead, the pt's rv pacing percentage increased from one percent to 85 percent. The previous intrinsic amplitude was 6mv and no rv intrinsic amplitude measurements cannot be obtained. It was noted that the impedance measurements were within range and threshold measurements could be obtained, however the morphology was odd. Boston scientific technical services (ts) suggested and x-ray as they suspected the lead to be dislodged. The x-ray revealed that the rv lead had dislodged into the right atrium. The physician opted to reprogram the device to aai instead of repositioning the lead. No specific measurements were provided and no adverse pt effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).